Event description:
During a pump refill procedure, a pocket fill occurred. The physician withdrew 3 ml from the reservoir after filling the pump; the expected volume was 20 ml. They aspirated 12 ml of clear fluid from the pocket. The patient was being taken to the ER. It had happened about 30 minutes prior and the patient had not shown any symptoms as of yet. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).